Event description:
Hcpo user chatted in to advise patient is deceased and requested the key be deleted. I advised of renewal and gathered details for report. Patient was actively using product (a sensor) during the time he passed away. She did decline follow up as the patient was seen at another facility. No further information/clarification available. (B)(4).